Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side breast is drooping and feels a lot of pain, "headache", "burning chest pain", "tachycardia," "slight decrease in strength in the left upper limb and left lower limb and pulmonary thrombosis test was altered," and rupture. Patient notes "brand of prosthesis was removed from the market and is being evaluated by a plastic surgeon for removal." Physician reported, pain, hematoma, implant displacement, capsular contracture, baker grade iii, and confirmed no rupture. The device remains implanted. The events of "burning chest pain," "tachycardia," and "slight decrease in strength in the left upper limb and left lower limb and pulmonary thrombosis test was altered" are not related to the implant.